Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.0/2.0/088 (sphere/cylinder/axis) lens tore on insertion being implanted into the patient's eye. The lens was removed and the back up lens was used instead which resulted in a successful surgery. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).